Manufacturer narrative:
The field service representative (fsr) inspected the module, alinity c processing module serial number (B)(6), performed troubleshooting, and observed the cuvette washer tip was dirty. Service replaced the alnty c-series cuvtte d (04s52-01), cleaned the cuvette washer and washed cuvettes. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The alnty c-series cuvtte d (04s52-01) was determined to be the likely cause of the elevated result. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the alnty c-series cuvtte d (04s52-01) was identified.

Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample that was reported out of the lab. The patient was brought back for a redraw and the result was normal. The following data was provided: initial creatinine result processed on (B)(6). 2023 sid (B)(6) = 6.86 mg/dl repeat creatinine result processed on (B)(6) 2023 sid (B)(6) = 0.69 mg/dl. Reference range 0.57-1.11mg/dl no additional impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6) and (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample that was reported out of the lab. The patient was brought back for a redraw and the result was normal. The following data was provided: initial creatinine result processed on (B)(6) 2023 (B)(6) = 6.86 mg/dl. Repeat creatinine result processed on (B)(6) 2023 (B)(6) = 0.69 mg/dl. Reference range 0.57-1.11mg/dl no additional impact to patient management was reported.